Event description:
Patient undergoing a craniotomy for a subdural hematoma, and resection of a brain tumor. During the procedure, the drill guard on the midas rex drill, broke into pieces. All the pieces were recovered by the surgeon. Procedure completed with another midas rex drill. There was no patient injury.